Event description:
It was reported the 65650 rollator brakes are no longer working properly. The patient applied the brakes, however, the rollator rolled out from underneath her causing her to fall. The patient presented to the ER some time after her fall, complaining of pain in her back and left arm. The patient underwent medical therapy services. The nature and length of the above-referenced services and details regarding the severity of the patient's injuries were not provided.